Manufacturer narrative:
The serial number of the cobas 8000 ise module is (B)(6). The field service engineer decontaminated the instrument. The engineer replaced valves, the sample probe, and probe spring. Degassers, sipper nozzles, vacuum nozzles, and electrodes were also replaced. The ise sample mechanism was adjusted. Ise checks, calibration, and precision studies recovered within specifications. Controls recovered within the customer's specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas 8000 ise module. The sample initially resulted in a sodium value of 132 mmol/l. Due to controls being outside of range, the customer pulled the patient sample for repeat testing. The sample was repeated after re-calibration and the result was 139 mmol/l. The sample was repeated a second time, resulting in a value of 142 mmol/l. The repeat value was deemed correct and a corrected report was issued.

Manufacturer narrative:
Calibration data showed no issues. Controls were acceptable prior to the event. A review of alarm trace data did not show any relevant alarms. The investigation could not identify a product problem. The cause of the event could not be determined. No further issues were reported after the service actions were performed. Medwatch fields d1, d2, d4, g1, and g4 have been updated.